Event description:
Information received from the (B)(4) database. Treatment of a large unruptured aneurysm measuring 18mm x 8mm located in the cavernous segment of the right ica (internal carotid artery). The patient presented with symptoms of persistent headache, tremor, vomiting, ptosis, and recent onset of visual changes. Patient also had symptoms of cranial nerve palsy (oculomotor and abducens). It was reported that the patient underwent ped (pipeline embolization device) treatment on (B)(6) 2013 involving one ped (4mm x 30mm) that was placed across the neck of the aneurysm. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was required to achieve full wall apposition on the distal aspect of the pipeline. An MRI (magnetic resonance imaging) on (B)(6) 2013 revealed an acute right parenchymal hemorrhage in the subinsular and mesial temporal lobe. Additional imaging on (B)(6) 2013 noted a stable right insular bleed measuring 3 x 1cm with no progressive bleed, hydrocephalus or mass effect. Imaging on (B)(6) 2013 indicated the right intraparenchymal hemorrhage measuring 5.4 x 2.5cm with surrounding edema and mass effect on the right ventricle and a midline shift measuring 5mm. Effacement of the right frontal horn and right lateral ventricle. Mild diffuse edema right hemiparesis. Imaging on (B)(6) 2013 indicated a small amount of hemorrhage was noted in the left parietal lobe near the vertex. Antiplatelet therapy was stopped on (B)(6) 2013 and restarted on (B)(6) 2013. The hemorrhage was noted to be stable on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).